Event description:
It was reported that the patient presented to the emergency room with symptoms of shortness of breath and complaints of not feeling well for several months. Upon interrogation, the right ventricular lead exhibited high thresholds and high impedance. A lead fracture was suspected. The lead was capped and replaced on 04/16/2015.

Manufacturer narrative:
(B)(4).